Event description:
A physician reported a hakim valve (ID 823162) was implanted due to congenital hydrocephalus via ventriculoperitoneal (vp) shunt on unknown date with unknown setting. The device was removed and replaced on (B)(6) 2024 due to shunt dysfunction. According to information provided, it is unknown if the patient presented signs and symptoms due to shunt dysfunction. Primary disease: slit ventricle syndrome.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
The hakim valve (ID 823162) was returned for evaluation. Device history record (DHR) - the product code 82-3162 with lot cthbj5, conformed to the specifications when released to stock. Failure analysis - the position of the cam when valve was received was on setting 180 mmh2o. The valve was visually inspected, the cam mechanism wiggled. The valve passed the test for leak and reflux. The valve failed the test for programming and occlusion. The pressure test could not be performed as the device could not be programmed. The valve was disassembled. The valve was visually inspected under microscope at appropriate magnification: biological debris was found on the ruby ball, motor and on the seat of the ruby ball. The stator was also dislodged. Root cause analysis - the root cause for the shunt dysfunction issues is due to biological debris and protein build up interfering with the valve or stator dislodges due to galvanic corrosion.

Event description:
N/a.